Event description:
During a pta treatment to dilate a lesion in an occluded femoral-popliteal graft, the balloon separated from the catheter. The patient had been treated with thrombolytics, but some distal clot remained. A balloon was used to dilate the lesion which then caused the thrombus to embolize to the tibial-peroneal trunk. The physician then elected to use an ultra-thin diamond balloon to macerate the remaining thrombus. Using a 5.5 cook bulkin sheath and a 0.18 flex t exchange length guidwire the balloon catheter was advanced and inflated one time to 15 atm. At this point, the balloon ruptured and the catheter was withdrawn. On inspection, the shaft was intact but the balloon had detached. The physician thought the balloon material may still be inside the sheath, therefore the sheath was exchanged and aspirated but the balloon material could not be located. Repeat angiography was performed and the physician was unable to identify any balloon material in the suspected location of the peroneal artery or the tibial peroneal trunk. The patient remained stable. Vascular surgery was consulted and an embolectomy was deferred at the time. Heparin was continued and the patient monitored. The following day pulses were present in both the anterior and posterior tibial (previously absent in the posterior tibial) and the patient's foot was well perfused. It was decided that exploratory surgery to locate the balloon material would not be necessary. Per the physician, the patient continues to do well.